Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0414 - material split, cut or torn annex e code: e2330 - pain patient problem code: f11 - minor injury/ illness / impairment.

Event description:
The patient was admitted to the hospital for "trauma to the right elbow joint pain, swelling with limited mobility for 2 + hours", on (B)(6) 2023 using a closed IV needle infusion treatment, see the return of blood back to the needle into the hose, the patient complained of pain, swelling at the site of the puncture to deliver the needle is blocked, pull out the needle to see the front of the hose bifurcation, to be replaced by the needle, to complete the infusion treatment.

Event description:
No additional information provided.

Manufacturer narrative:
1. No actual samples and photos have been received for the complaint. 2. DHR/bhr review(lot#3016101): 1) this batch of products were assembled at intima ii auto line 3 in february 2023, and packaged at r240 package line in february 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release, see the attachment (B)(4) coc 3. Take the retained sample of this batch for relevant testing: 1) the front end of the catheter is examined under the microscope. The catheter tipping is good and no bifurcation is observed. Please see attachment (B)(4) for the photo. 2) lie distance is measured, and the result is within the product specifications. 3) penetration force test is performed, the needle tip force, catheter tip force and catheter drag force all meet the product specifications. Please see attachment (B)(4) for the test reports. 4. According to ma feedback, there are many factors causing swelling at the puncture site. Possible related factors include: 1) puncture through the blood vessel is not found in time, so that drug leakage or small hematoma, the formation of local swelling. 2) lax disinfection during operation causes infection. 3) some drugs may cause skin redness and swelling. 4) the patient's own physical causes. 5. Difficulty in catheter feeding and bifurcation at the front end of the catheter after removal may be related to product quality, patient's skin and vascular conditions, and puncture method. According to the experience of previous market visits, it is recommended to insert the needle at 15°~30° with the bevel of the needle tip upwards, then lower the angle to 5°~10° to send the needle and catheter, ensure that the catheter does not touch the vessel wall and never reinsert the needle into the catheter. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. Since the defect status of the complained sample is not identifiable, and the usage is unknown, the root cause of the complaint defects cannot be determined. The plant will continue to track and trend for the issue.